Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently admitted to the intensive care unit due to an elevated blood glucose level of 832 mg/dl, high ketones, and a heart attack. Customer was treated with intravenous insulin and saline. Reportedly, the customer alleged that the pump did not function as intended. Tandem technical support performed a system check on the pump and determined the pump functioned as intended. A root cause for the reported issue was unable to be determined. Reportedly, the customer reverted to manual injections for insulin therapy.